Event description:
The customer reported that the dxl algorithm interpretation of ECG is inaccurate.

Manufacturer narrative:
(B)(4): this customer disagreed with a 12-lead ECG interpretation. The ECG was reviewed by the philips' algorithm team. The algorithm was working as designed and intended. There was no malfunction of the algorithm.